Event description:
Boston scientific crm received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) oversensing was noted when the right ventricular (rv) lead was connected to the device. The oversensing was thought to be related to air escaping through the seal plugs in the device header. The patient was not pacemaker dependent nor did the patient receive any inappropriate therapy as a result of the oversensing. This device was never in service as the physician opted to implant a new device. No adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. It was indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.